Manufacturer narrative:
Lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that during implantation of a cq2015a , +20.5 diopter, collamer lens, the cartridge split open and the lens started coming out from the side of the cartridge. There was no patient injury and the back up lens was implanted with no issues. The reporter stated that the cause of event was due to a loading issue.

Manufacturer narrative:
Corrected information: lens was never implanted: date is n/a. Lens was never implanted: date is n/a. Claim# (B)(4).